Event description:
Hcp reports refilling pt's pump and programming a bride bolus which resulted in the pt becoming flaccid with nausea and vomiting 3-4 hours later. Process reviewed by MFR's technical service advisor and it was determined that the pt received 400 mcg of medication in the amount of time that the pt should have received 41.25 mcg. Pt was treated and discharged within 48 hours. Has experienced no add'l problems.